Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation handpiece got hot due to bur bearing failure on the turbine. Handpiece also had cap damaged due to rotor coming in contact with cap.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.